Event description:
A complaint was received via email in which a customer reported the following information: "if I told you that I was in a&e because I was involved in an extremely serious road accident due to having a severe hypo because I had no way to monitor my blood sugars because your equipment doesn't work and the abbott diabetes "care" team consistently didn't bother to answer my pleas for help, would you reply then?" At this time, the customer has not been able to be reached for further clarification. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email in which a customer reported the following information: "if I told you that I was in a&e because I was involved in an extremely serious road accident due to having a severe hypo because I had no way to monitor my blood sugars because your equipment doesn't work and the abbott diabetes "care" team consistently didn't bother to answer my pleas for help, would you reply then?" At this time, the customer has not been able to be reached for further clarification. No further information was provided. There was no report of death or permanent injury associated with this event.